Event description:
Medical affairs spoke to the pt in 2004 and obtained/verfied the following information: pt called lfs and alleged that their meter would not power on. They stated that the last time they tested was approximately 2 weeks ago. In 2004, the pt was experiencing symptoms of shaking, coughing, and sweating. They attempted to test but were unable. They phoned the emergency room for advice and were told to drink orange juice with sugar in it. 45 minutes later that pt stated that they began to blackout. They were taken to the hospital and their blood sugar was tested. The result was 521 mg/dl. They were treated with insulin and their medications were adjusted. The pt was discharged the following day. The issue was not resolved with troubleshooting. Based on the information provided, there is evidence of a meter malfunction. There is also evidence of the meter contributing to a serious injury. In the absence of a glucose reading, the pt was advised to treat themselves for hypoglycemia, when they were actually hyperglycemic. The meter has been replaced for the pt.